Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited an increased pacing impedance and capture threshold. The lead was capped and replaced during generator changeout on (B)(6) 2020. The patient was in stable condition before, during and post procedure.